Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 100a ((cbit) vent-inop: data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 100a ((cbit) vent-inop: da pcba adc reference failed). The customer stated that the device displayed error code 100a but has not been repeated. During troubleshooting, the rse informed the customer of difference between 1st gen and 2nd gen da to motor controller (mc) cables; it was confirmed by the customer that they had the 2nd generation cable. The rse provided the manufacturers recommendation, and to replace the da to mc cable. If the problem still persisted, it was recommended to then replace the da board. The customer was provided with the part numbers for a replacement. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the issue could not be duplicated, and the device was able to pass all verification testing. No parts were replaced, and the customer reported that the device was returned to service.